Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and battery was not charging. Reportedly, customer charged battery for an additional 30 minutes to resolve the issues. Customer's blood glucose was 194 mg/dl.